Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Upon interrogation, the right atrial lead exhibited oversensing. Programming changes were made. The patient was stable and would continue to be followed.